Event description:
Received an unsolicited call, per the patient's husband, cadd legacy pump sn (B)(4) is alarming and showing on the screen " time for service 47" even though it is due for service in june. Pump is not in use. No missed doses or harm to the patient. A replacement pump is being sent out for tomorrow. Reported to (B)(6) by: patient/caregiver.